Event description:
Treatment of a small recanalized aneurysm measuring approximately 5mm x 3mm with a 3mm neck located in the supraclinoid segment of the ica. The aneurysm was previously coiled four months ago due to a rupture. The patient¿s anatomy was severe in tortuosity. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that there was difficulty navigating the marksman catheter up due to tortuosity. Upon deployment, the pipeline (3.75mm x 20mm) began to narrow and twist in the middle segment. Balloon angioplasty (an option presented in the in instructions for use, us) with a transform was required to achieve full wall apposition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as the pipeline was implanted and the pushwire was discarded; therefore, the event cause could not be determined.(B)(4).